Event description:
During the eval of a returned spectrum infusion pump, 1 occurrence of "door not fully latched" alarm was identified in the event history log. Any pt involvement, injury or medical intervention is unk since these items were found during eval of the device.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The "door not fully latched" alarm was confirmed through an event history log review. The cause was undetermined. If any add'l info is received, a f/u will be sent. The upper aux and lower aux were replaced.